Event description:
On 03/24/2008, the pt reported that her infusion device stopped working consistently "sometime last week." She stated, that when she presses the down button, the infusion device will sometimes program 0.5 units per button press and sometimes it will program 1.0 units per button press. She stated, that sometimes the infusion device does not respond when the down button is pressed. She stated she must press very hard for the button to respond. She reported that "over a month" ago she experienced elevated blood glucose of 27 mmol/l (486 mg/dl) which she now believes is due to the button issue. She stated, that she believes the boluses weren't delivered because she wasn't pressing the button hard enough. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.